Event description:
Boston scientific received information that this implantable cardioverter defibrillator revealed signs of erosion. The device may be repositioned in the future. No additional adverse patient effects reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.